Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn. During the investigation, the tear prevented fluid from exiting the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 1 and 4 hours on the back. Hyperglycemia treated with a new pod.